Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information provided and without the device to examine, a definitive cause for the reported stent dislodgement cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, the foreign body in patient appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event - estimated. The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.25x12mm xience skypoint stent may have been advanced and may have met resistance at the ostium of a vessel due to a previously implanted stent, possibly resulting in the 2.25x12mm xience skypoint stent becoming dislodged and remaining in the patient. No additional information was provided.